Event description:
A nurse reported that after an intraocular lens (iol) implant procedure, the patient said she had glare and halos in her vision. The iol was exchanged three months after initial implantation. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation in solution. The lens is in four pieces. Solution is dried on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).